Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Infusion set: autosoft 90 . Insulin type: humalog.